Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Review of the logfile for the day of treatment showed during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. The left eye was treated twice. Both treatments were performed without interruption. No abnormalities or deviations could be detected in the logfiles which could contribute the reported issue. The root cause could not be identified by the investigation. According to logfile review ,the device was working as intended. No technical root cause could be identified. The manufacturer internal reference number is: 2020-17162.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an overcorrection post custom photo refractive keratectomy (prk) on a patient's left eye. There are multiple related reports for this facility. This report addresses the patient bm's left eye and other manufacturer reports will be filed.